Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had screen suddenly became completely white, and the waveforms could not be seen. The control panel showed no abnormalities, and pumping continued. Occurred while in use by a patient. The unit was replaced with another cardiosave and treatment continued. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6(investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a high possibility that a problem with the output from the video generator board to the lcd, they replaced the display top lcd. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) (B)(4). The failure analysis and testing dept. Received assy, display top lcd with a reported unit failure of screen malfunction, goes completely white. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed assy, display top lcd into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual the fat dept. First proceeded to perform the display test. The display test passed. The fat. Dept. Then booted the cardiosave to clinical mode, to permit the unit to pump, and observe if the display goes completely white. After 4 hours of run time, the fat dept. Could not duplicate the complaint that the display goes completely white. The display passed testing. Retaining the display in the fat dept. Per procedure. However, per the cardiosave dfmea, the possible cause of the failure mode "display - failure" for the following are as follows: assy, display top lcd rohs possible cause of failure mode ¿12.1 lcd, loss of backlight,12.1 lcd, pixel failure 12.1 lcd data clarity failure,¿ is normal wear and component reliability.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the display top lcd. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.